Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 9616099-2009-00232.

Event description:
As it was reported by the affiliate: it was noted that there was a crack in the luer hub of two stent delivery systems and the physician could not deploy the stent. The target lesion location is unk. The products were properly inspected and prepped and look normal when taken from their packaging. There was no difficulty attaching the inflation device to the hub of the catheter. The type of inflation device is unk. There was no excessive force used to attach the inflation device. There was no damage seen to the hub prior to use, but it was noted that the hub may have been damaged prior to connecting the inflation device. There was no reported injury to the pt.